Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "the hemopro tissue welder was not working." A new kit was used to complete the procedure. The hospital reported no patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that a piece of the cold jaw metal and silicon were detached. The hot jaw showed no usage. The complaint for "jaw detached" is confirmed. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B) (4)